Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 321 mg/dl and 123 mg/dl; 135 mg/dl and 494 mg/dl. Result sets were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has test strips used to obtain results. Replacement was sent.